Event description:
Device which was hooked up to aquamantys generator was operating on it's own. The hospital does not know if it was the device or the generator.

Manufacturer narrative:
Generator was returned to MFR for eval and the alleged failure could not be confirmed however the device involved in the incident were not returned therefore no conclusion can be drawn in reference to the device performance. This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.